Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's parent gave an insulin correction dose based upon the cgm value. The patient had a seizure and lost consciousness. The patient's parent administered glucagon intramuscularly (glucagen hypokit), and gave liquid glucose gel in the mouth (glucagel) to increase the blood glucose. At some point the bg was 4.5 mmol/l and the cgm was 10.0 mmol/l but it could not be determined when these values were taken. The parent called emergency medical services (ems) and the patient was transported to the hospital. After hospitalization, the patient's blood glucose stabilized and they returned home in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.